Manufacturer narrative:
(B)(4): (myocardial infarction).

Event description:
During index procedure, the pt had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted in the mid lad. The following day the pt suffered a myocardial infarction (mi). The reported mi was related to the target vessel. The investigator indicated that the event was possibly related to the study device and procedure.